Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the left arm. A 9.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.